Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced urge incontinence, urinary tract infection, dysuria, atrophic vaginitis, leakage, pain, incontinence, failure of device, bladder infections, vaginal shrinkage, lower abdominal pain, painful intercourse, emotional and psychological condition. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.